Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 310 mg/dl at the time of incident. Customer stated that the insulin pump had multiple pump error alarm. The insulin pump will be returned for analysis

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 130 and error 35 due to critical pump error alarm. The motor was tested outside of the device and passed.